Event description:
It was reported by the pt's mother that the product was used during pelvic laparoscopy on her daughter. It was reported that the pt was seen three times postoperatively with severe abdominal pain. It was reported that the pt has suffered constipation, nausea, fever. The pt has been told she has chronic fatigue syndrome. The pt has been told by her physician that her adrenal system is not working correctly. The mother stated that the pt urinates between 40-60 times a day. The pt was recently told that she has an enlarged kidney. The pt was rushed to the hosp two weeks ago with a possible bowel obstruction. The moter reports the pt has increased cough and headache and joint pain. The outcome of the pt is not known. Additional info provided on 8/26/2003 noted that the pt suffers from night sweats and needs to take a daily laxative in order to mover her bowels at all. She has been put on a diet that is free from sugar, flour, meat and dairy. She was seen by a urologist who palpated a hard mass on her bladder (location unspecified). The pt's mother states that the mass was described as adhesions on the bladder. The urologist stated that this is the most likely cause of her frequent urination. The physician has, to date, not wanted to do a "second look" on the pt because he fears perforating a bowel. The nature of the pt's problems with her adrenal gland is not clear. The pt or pts mother believed that gynecare intergel was cleared via the adrenal glands (she was advised that it was cleared through the lymphatic system). The pt's mother requested a copy of the insert, which will be sent. Additional info provided on 11/5/2004 noted that on 10/2/2002 the pt underwent abdominal surgery and gynecare intergel was spread throughout her abdomen. The pt "suffered and continues to suffer severe injuries." Update: addtional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: nausea, pain, constipation, fevers, infections in [lymph] glands, "shut down [adrenal glands, "sore throats, sore muscles and joints, allergies, high sed rate, and fatigue. Pt has been diagnosed with fibromylagia, chronic fatigue syndrome, decreased auto immune system, and possible arthritis.

Event description:
It was reported by the pt's family member that the product was used during pelvic laparoscopy on the pt. It was reported that the pt was seen three weeks postoperatively with severe abdominal pain. It was reported that the pt has suffered constipation, nausea, fever. The pt has chronic fatigue syndrome. The pt had been told by the physician that their adrenal system is not working correctly. The family member stated that the pt urinates between 40-60 times a day. The pt was recently told that pt has an enlarged kidney. The pt was rushed to the hosp two weeks ago with a possible bowel obstruction. The family member reports the pt has increased cough and headache and joint pain. ...the outcome of the pt is not known. Additional info provided in 08/03 noted that the pt suffers from night sweats and needs to take a daily laxative in order to move their bowels at all. Pt has been put on a diet that is free from sugar, flour, meat and dairy. Pt was seen by a urologist who palpated hard mass on their bladder (location unspecified). The pt's family member states that the mass was described as adhesions on the bladder. The urologist stated that this is the most likely caused of their frequent urination. The physician has, to date, not wanted to do a "second look" on the pt because "he fears perforating a bowel." The nature of the pt's problems with their adrenal gland is not clear. The pt or pt's family member believed that gynecare intergel was cleared via the adrenal glands. Family member was advised that it was clear through the lymphatic system). The pt's family member requested a copy of the insert, which will be sent. Additional info provided in 11/04 noted that in october 2002, the pt underwent abdominal surgery and gynecare intergel was spread throughout their abdomen. The pt suffered and continues to suffer severe injuries."